Manufacturer narrative:
Medical device expiration date: unknown. Medical device lot number: lot number was also stated to be 301150503 in "sheet for customers complaint and feedback handling." Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for the back end of the needle sleeve came off and was stuck in bottle, with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed, no sample was provided to confirm the complaint.

Event description:
It was reported that carefusion female transfer device had the back end of the needle sleeve come off and was stuck in the bottle. No injury or medical intervention.